Manufacturer narrative:
This report is submitted on november 15, 2022.

Event description:
Per the clinic, the patient experienced pain with device use and subsequently was treated with a 1 week course of oral antibiotics (specific date and duration not reported). The implanted device remains.